Event description:
Account alleged that several chemistries were giving discrepant results, but could not provide data. No injuries were alleged. The field service rep instructed the account to change the reagent probes, and the account said that corrected the issue.